Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Evaluation found deformed/dent on shaft which could have caused water difficult to inflate. The dent could not be released causing the inflation lumen collapse. The exact cause of how and when the problem occurred could not be determined. However, the potential root cause for this failure mode could be pinch lumen/ collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen/packaging of product. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[intended use & effect- efficacy] the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Directions for use] method of use: the device is intended for single use only and is not reusable. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was difficult to inflate during pretest. Instead of the balloon, the funnel inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to inflate during pretest. Instead of the balloon, the funnel inflated.